Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was insufficient irrigation. After svc ablation, when the catheter was removed from the patient's body and checked. Char was adhered on the proximal side from the tip of qdot micro¿ catheter. The char was wiped off and the procedure was continued. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, pump, patency, temperature, and impedance test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were observed. However, the char issue reported by the customer was confirmed based on photos provided by the customer. It should be noted that product failure is multifactorial. The temperature test was performed, and no issues were observed. A pump and pressure gage test was performed, and the device was irrigating correctly. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. No malfunctions were observed during the device analysis. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the char issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was insufficient irrigation. After svc ablation, when the catheter was removed from the patient's body and checked. Char was adhered on the proximal side from the tip of qdot micro¿ catheter. The char was wiped off and the procedure was continued. Heparin was used, activated clotting time (act) 300. The system did not present any error messages. The physician commented that insufficient irrigation when using 90w may cause charing on the proximal side of the tip electrode. There were no problems switching between low/high flow on the pump and there were no error messages given by the systems.

Manufacturer narrative:
On 18-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).